Event description:
The clinician reports the implant was inserted (B)(6)2014 in ada 30. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6)2026, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, hypersensitivity and inflammation. No further patient complications were reported.